Event description:
The pt developed a hematoma due to possible head trauma. A revision surgery was performed to drain the site. The pt continues to be monitored by the center. The device remains implanted.